Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation, hypersensitivity, kidney disease, toxicity, lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings dust was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was three error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected.

Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, hypersensitivity, kidney disease, toxicity, lung disease. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.